Manufacturer narrative:
Manufacturing and quality control data: the shuntassistant® 2.0 was manufactured by a qualified employee in february 2021. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The shuntassistant® 2.0 has a fixed/ normal pressure range of 25 cmh2o. The valve was inspected as article fx103t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve operates within the accepted tolerance in both positions. Internal inspection: after dismantling of the valve, some deposits were found in shuntassistant® 2.0. Results: based on our investigation, we are unable to substantiate the clinical claim of under-drainage. At the time of our investigation, the valve was operating within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a shuntassistant 2.0 valve was implanted during a procedure performed in on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in under-drainage. The patient underwent a revision procedure on (B)(6) 2021. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: 62 cm, weight: (B)(6) kg, gender: female. Is the same patient as # 3004721439-2021-00301 (associated medwatch).